Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. As a result the patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate profile prostheses (catalog #: 3501635 , left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2015.